Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that, during a ureteroscopy procedure with attempted stone extraction, the basket portion of the ncircle delta wire tipless stone extractor would not deploy. It was noted that when the handle was moved, the basket would not move. There was no breakage or fragments. Another device was used to complete the procedure. No patient injury was reported. Additional details were not provided.

Manufacturer narrative:
Investigation ¿ evaluation: the ncircle delta wire tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, quality control data, and specifications was conducted. The device history record for lot 8352171x was reviewed and no non-conformances were noted. Lot 8352171x was produced with devices manufactured in lot 8352171, that were repackaged due to an issue with the clamshell packaging. A review of the device history record found no non-conformances associated with the complaint device lot number. A review of complaint history revealed this complaint to be one of two complaints associated with lot 8352171x. There were no complaints reported for lot 8352171. Per the instructions for use (IFU), precaution section: do not use excessive force to manipulate this device. Damage to the device may occur. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. Investigation of other similar devices returned for the same failure does not indicate a common cause that could be assumed to have occurred in this instance. The cause of the reported issue is unknown. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.